Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient's dianeal therapy was stopped. On an unreported date, the patient began treatment with ceftriaxon, 1gm, IV, once daily. At the time of this report, the outcome for peritonitis was not reported and the patient remained hospitalized. The root cause of the peritonitis was unknown. The reporter did not provide an assessment of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.